Event description:
The information housed in this medwatch report was determined to be relevant to medwatch report 1644487-2011-01542. The present medwatch report is a duplicate event of the existing medwatch. All further information on this event will be housed in medwatch 1644487-2011-01542.

Event description:
It was reported that the patient¿s vns system registered low lead impedance. The treating physician observed that the device condition had not adversely impacted the patient¿s seizures at that time. Surgical intervention has not occurred to date. No additional pertinent information has been received to date.